Manufacturer narrative:
The outside of the ro band was sufficiently bonded to the catheter. The inside of the ro band did not have a sufficient bond to the catheter. A ro band bonding pirf platform is used to bond the proximal (hub) and distal (pigtail) sections of the catheter. An insufficient inner bond would be caused if the ro band and catheter were not loaded all the way into the ro band bonding pirf platform. CAPA 18-001 was opened to implement corrective and preventive actions to perform sufficient loading and placement of the skater biliary catheter in the optimal bonding die position (melt zone) of the ro band bonding pirf platform to create a sufficient ro band bond and minimize the occurrence of disconnection failure. H3 other text : placeholder.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
The pigtail is broken inside the body. The pigtail was inserted into the patient and leaving it for fluid drainage ,the x-ray was followed recently and found the pigtail is broken. The drainage has been inserted around 1 month. Hence, the patient was sent to operating room to took out the pigtail.